Event description:
During initial implantation of dual chamber pacemaker and atrial and ventricular leads, ventricular lead inadvertently perforated right ventricle with stilette advanced in lead. Right ventricular perforation resulted in pericardial effusion, hypotension and prolonged hospitalization. Lead could not be successfully placed in right ventricle and was removed. A different ventricular lead was then successfully implanted. A pericardiocentesis was avoided with medical management and careful clinical observation.